Event description:
During transfer from an electric wheelchair to bed, the patient's foley catheter was found dislodged. The catheter was reassessed by attempting to reinflate the balloon. The balloon inflated, but a visible leak was observed releasing fluid and causing the balloon to deflate. No trauma was visible, and the patient reported no pain or discomfort. Intervention was performed to assess and address the catheter to prevent potential urinary complications.